Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been analyzed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for unknown low blood glucose levels. The customer also stated that the insulin pump had been exposed to several MRI scans. The customer was unable to troubleshoot the insulin pump at the time of call.